Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On 2015-09-30 information was received from a consumer regarding a patient receiving intrathecal medication via and implanted pump system. The patient indicated that a refill incident occurred on (B)(6) 2015. They started having symptoms on the evening of (B)(6) 2015. The pump "got jostled" last week, and the patient had been experiencing extreme headaches, weakness in their legs, and spasms in their legs. They thought the catheter may have moved, and the patient stated they felt like when they had a spinal tape in the past that had a leak. An MRI was performed, though the results were not reported. Additional information was requested to determine if there was a device, patient, therapy, or procedure issue. Actions and interventions taken to resolve the symptoms and suspected device issues, the type of drug contained in the pump at the time of the event as well as other medications that the patient was taking at the time of the event, and pertinent medical history was requested.